Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working. It was reported that the battery compartment and the o ring disintegrated. Customer received a lot of no deliveries, and the pump was burnt on the bottom right hand corner where are the wires are. Customer's blood glucose value was very high last 3-4 months, it was in the 200 mg/dl (average from 10/ 28 - 11/10) at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.